Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that right ventricular (rv) lead noise, oversensing and pacing inhibition was reported with an eight second pause in pacing noted on a holter monitor. A connection issue was suspected and a lead revision will likely be performed in the future. Technical services (ts) was consulted and discussed possible programming options. No adverse patient effects were reported.